Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock for ventricular tachycardia (vt) which was most likely due to myopotential oversensing. Troubleshooting was performed and they were able to re-produce the oversensing in all vectors. It was noted that the patient fell some time ago and they were concerned about the device integrity however, there were no signs of integrity issues as all values are stable and there were non-physiologic artifacts. Technical services recommended performing x-rays to compare to post-op status. The device was re-programmed. At this time, the lead remains in service. No adverse patient effects were reported.